Event description:
This case was reported by a consumer via a patient support program and described the occurrence of death (nos) in a female patient who received gsk denture adhesive (formulation unknown) (corega) for an unknown indication. A physician or other health care professional has not verified this report. On an unknown date, the patient began using gsk denture adhesive (formulation unknown) (unknown). At an unknown time after starting gsk denture adhesive (formulation unknown), the patient died from an unspecified cause. It is unknown whether an autopsy was performed. No further information was provided, and the reporter refused to be contacted to provide additional information. The manufacturer's report number for this case is 9681138-2013-00025. Corega is manufactured in (B)(4), and marketed as super poligrip in the united states. Neither the lot number nor the product was available. (B)(4).